Manufacturer narrative:
(B)(4). Physio-control evaluated the sales manager¿s device and verified the reported failure. Physio-control replaced the system controller pcb assembly and the user interface pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to use. Physio-control further evaluated the removed system controller and user interface pcb assemblies. It was determined that the cause of the reported failure was the system controller pcb assembly. Component level cause could not be determined. The removed user interface pcb assembly was an ancillary part and there was no failure of this assembly.

Event description:
A physio-control sales manager reported that his demonstration device would not power off unless the battery was removed. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that the device would not boot up completely and also reset itself. In this state, the device would be inoperable and defibrillation therapy would not be available if needed.